Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert on this right ventricular (rv) lead was triggered due to high out of range pacing impedance measurements along with some noisy signals being oversensed. A fluoroscopy was performed and a rv lead fracture on the cathodal pace/sense cable closed by the suture sleeve was exhibited. Physician decided to surgically abandoned this rv lead. No additional adverse patient effects were reported. Attempts to obtain information have been unsuccessful. All points of contacts have provided no further information. Due diligence has been completed.